Event description:
It was reported that this right ventricular (rv) lead was explanted without any specific reason. At this time, there is no further information from the field. No additional adverse patient effects were reported.